Event description:
A user facility reported to olympus that the screen went black and errors "b30" and "e216" occurred when connecting the scope. This report is submitted due to the reports of "no image" and "b30" error. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated and no problems were noted. Additional information was provided by the user facility. Per the user facility, during preparation for cases, cleaning was being completed to the contacts on the light source in which they were not dry when the case started, causing the scopes to cut out. To resolve the problem, an olympus field representative went on site for training on proper preparation and cleaning of the equipment. The user facility confirmed that the problem was resolved following the training. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error and no image output could not be identified, nor could the phenomena be reproduced/duplicated. Olympus will continue to monitor field performance for this device. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.